Event description:
It was reported that shaft break occurred. A 2.50 mm x 12 mm nc emerge balloon catheter was selected for use but was broken out of the device hoop. It was never used in the patient. No further information reported.